Event description:
Information was received that reported a patient was hospitalized in 2007 due to incidence of hyperglycemia. At time of admit, the patient's blood glucose was reportedly >700. Prior to admission, they changed the infusion 2 times with no improvement. Additionally, subcutaneous injections of insulin did not bring the patient's blood glucose down. Since the patient has been in the hospital, they have been off the pump and are receiving insulin via IV, on IV insulin the patient's blood glucose has been no lower then 200mg/dl. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Evaluation summary: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. The pump history was downloaded and analyzed, no anomalies were found. No operational or functional failure was detected and the product was within specification.